Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The unspecified nc trek rx balloon dilatation catheter (bdc) was fractured and separated into two pieces. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Date of event has been estimated. The UDI is unknown because the part and lot numbers were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.